Event description:
Twenty minutes after start of dialysis, pt suddenly became rigid and unresponsive. Bp 109/80, normal saline bolus given, placed in trendelenburg. Bp 209/98, 02 sat 94%. Pt unresponsive approximately 7 minutes. Gradually awakened after coming off dialysis, becoming increasingly alert and verbalizing.